Event description:
It was reported to medtronic minimed that the customer experienced that the pump battery life was short, observed loud grinding noise during rewind and received battery failed alarms. The customer reported no adverse event. The event involved product(s) mmt-751lnas. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-751lnas was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported observed loud grinding noise during rewind and received battery failed alarms, exposed to moisture, customer advised pump has not delivered a bolus, the customer reported not receiving any alerts or alarms, was assuming the pump did not deliver because the pump was not registering active insulin and blood glucose's elevate and the pump battery life was short. The event involved product(s) mmt-751lnas, mmt-332a, mmt-242a. Troubleshooting was performed for low/short battery lifetime and battery lasted more than 1 week and is working as expected. Troubleshooting was performed for failed battery test, on the side of battery compartment saw fine white dust, the customer was advised that battery cap would be replaced. Troubleshooting was not performed for high blood glucose. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-751lnas. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 180 to 175 which was not included in the initial report. So, the correct patient weight as per new additional information is 175 which is updated in section a4. The initial report had the incorrect event date. Based on additional information received the correct event date is 01-oct-2024 and updated section b3. Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (health effect - clinical code, health effect - impact code, medical device problem code, type of investigation, investigation findings and investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.